Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the calcification and regurgitation remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 23mm pericardial aortic valve implanted in the pulmonary position was considered for a valve in valve procedure after an implant duration of approximately six (6) years and three (3) months due to calcification. At the time of the reported event, the procedure had not been performed yet, the surgeon said he would use a sapien 3 valve. The patient was noted as to be hospitalized in stable condition.

Manufacturer narrative:
Edwards received additional information through review of echocardiographic images. The device was found to have probably severe and possibly free pulmonic insufficiency; and antegrade flow acceleration that could be due to prosthetic pulmonic stenosis, volume loading related to pulmonic insufficiency, or a combination of the two. The valve anatomy was not well visualized, but a suggestion of leaflet thickening is not incompatible with structural valve degeneration. The durability of a bioprosthesis in a (B)(6) year-old patient (6 years earlier) could be anticipated to be limited.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.